Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump was under delivering and they experienced high blood glucose level of 29.5 mmol/l. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did self test on insulin pump. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer was treated for the high blood glucose with insulin pump. Based on customer report customer does allege insulin pump was under delivering because they frequently received insulin flow block alarms. The reservoir will not be returned for analysis.